Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken on posterior side assessed as an unidentified (tear) opening (shell thickness within spec), observed a broken on posterior side assessed as surgical damage, observed an opening on anterior side assessed as surgical damage and observed missing shell assessed as inconclusive. ¿ lymphadenopathy: unable to observe as it is a medical event not related to the device. Additional observations: ¿ crease fold observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported right side rupture. Healthcare professional reported an ultrasound which showed right breast ruptured and "enlarged lymph nodes are found on both axillary area". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported an ultrasound which showed right breast ruptured and "enlarged lymph nodes are found on both axillary area".